Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient was hit with severe nausea after returning home from the procedure. They further said they checked their bandage this morning and there is a noticeable amount of blood. Four days later, patient said they had diarrhea from their antibiotics. No device issue was reported and no further patient complications have been reported as a result of this event.